Event description:
It was reported that a distal filter break and an inability to recapture the distal filter occurred. A transcatheter aortic valve replacement (tavr) procedure was performed with the use a sentinel cerebral protection system (cps). During cannulation of the left common carotid artery, contrast assessment was not performed, and it was not confirmed if the sentinel cps was positioned so the articulating sheath curvature matched the brachiocephalic artery, aorta, left common carotid artery junction. During advancement of the non-boston scientific (bsc) guidewire for the tavr procedure, the guidewire unknowingly passed through the gap between the brachiocephalic artery, aorta, left common carotid artery junction and the articulating sheath of the sentinel cps. A non-bsc valve system was then prepared and advanced. An interaction occurred between the non-bsc valve system and the sentinel cps. At that time, the anchor wire on the distal filter of the sentinel cps broke. When removing the sentinel cps, the proximal filter was fully resheathed and, due to the damage, the distal filter could not be fully resheathed. The sentinel cps was removed with the distal filter in a partially open state and was not fully inside the introducer sheath. No patient complications were reported. In the physician's opinion due to lack of visualization of the non-bsc guidewire placement, the guidewire passed through a gap between the sentinel cps and the brachiocephalic artery, aorta, left common carotid artery junction. It was suspected the device interaction between the non-bsc valve system and the sentinel cps resulted in the distal filter anchor wire break.